Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the battery charger was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger/modem indicating that it was unable to charge a test battery pack.